Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2006. Revision procedure was performed on (B)(6) 2012 due to pain and instability. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA. This is 1 of 2 mdrs relating to the same reported event. Please also see MDR 9610576-2012-00022.

Manufacturer narrative:
The returned components were evaluated and found to exhibit some features which suggest that one or more of the parts could have loosened, burnishing and backside wear being the major indicators. The cement mantle on the femoral component does not appear to be very even, which may have affected the alignment and hence the ease of articulation and the distribution of forces through the implant encouraging any instability and pain. There is a piece of cement which overhangs the femoral component; however, it does not appear to impinge on the polyethylene bearing when the parts were placed together during analysis. Although it is possible that some of this cement broke away, which would likely be responsible for any third body wear on the parts, this is impossible to confirm without the aid of radiographs. The small pits or indentations on the posterior corners of the tibial tray are possibly due to third body wear damage following micromotion of the bearing. The returned components have some suggestions of loosening; however, an exact and more definite reason for their failure cannot be determined without further information.